Event description:
The surgeon was performing a laparoscopic resection of the sigmoid. This device is not indicated for laparoscopic procedures. After firing the device the surgeon determined that the anastomosis needed to be resected.